Event description:
It was reported that the packaging 600 of the bd insyte¿ autoguard¿ bc shielded IV catheter label information was incorrect. The following was recieved from the initial reporter: we received on 06/19/2023 from the supplier (B)(4). Cirurgicas ltda intravenous catheter 24 gax0.75 in insyte autoguard, quantity 600, from lot 3082041. I inform you that the same error was found, we noticed that when the item is beeped, a 24 x 0.56 catheter appears, the bars were printed incorrectly, but the code described in numbers is correct.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 38101214 and lot number 3082041. The review found that during batch testing for ¿barcode reading,¿ the printed paper was erroneously approved as the inspection plan was parameterized only to recognize the function of the barcode reader without confirming the information checked. To aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality team. Through examination of the pictures, the barcode defect could be confirmed. H3 other text : see h.10.